Event description:
On (B)(6) 2013, during the venipuncture, the nurse found that it was hard to remove the needle. The nurse was doubting a puncture failure, so she withdrew the cannula and found only 6mm of the catheter left. An a x-ray exam was performed and the doctor found the remainder of the catheter in the pt's body. The pt went to surgery but the surgeon did not find the catheter. The pt was under observation at the hospital for 2 days. On (B)(6) 2013, the pt was discharged from the hospital. No further info is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. This report is being reported due to similar product. Pegasus is not distributed in the us.